Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s drug infusion device. The drugs being delivered were clonidine, lidocaine and dilaudid (hydromorphone), with unknown doses and concentrations. The reason for use was not reported. It was reported that starting in 2019, roughly a year ago, the ptm is going through batteries every 5-7 days. They have tried all types of batteries. They did not realize this was a battery issue at first and the ptm would go blank while the patient was requesting a bolus. They said this resulted in not getting medication. The went through withdrawal and ended up in the hospital (date asked/unknown). Ptm has not been dropped or wet, no corrosion and contacts are clean. The patient is an amputee with head injury and multiple previous surgeries and explained for that reason, was unable to clarify dates throughout the call. An email was sent for a replacement ptm. There were no further complications reported/anticipated.